Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 100 units of insulin. Additionally, it was reported that the pump touch screen was intermittently unresponsive. Customer's blood glucose was 350 mg/dl. Reportedly, the customer added insulin to the cartridge and resumed insulin delivery on the pump.